Event description:
Event description cpi received information that when the implantable cardioverter defibrillator (ICD) was turned off prior to the patient undergoing back surgery, a non-sustained episode was noted with stored electrograms recording normal sinus rhythm. R-to-r intervals were erratic indicating the ICD was oversensing.